Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reported stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the haptic broke. The lens was removed with no pt injury, no enlarged incision or sutures. Another same model lens was implanted.